Event description:
Consumer reported that a few days after her last menstrual period had stopped, she developed a discharge that became progressively more malodorous. Consumer mentioned the discharge was caused by retained cotton - not in its entirety, but described a piece of the cone shaped sheath of the tampon material that presumably slid off of the rest of the tampon during removal. Consumer is a physician and was able to remove the tampon material. No further symptoms were reported.

Manufacturer narrative:
This closes out this report unless add'l, significant info is received. Report sent to FDA - (B)(4) 2009.